Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; three photos were provided for review. The photo shows a rupture at the mid length of the catheter tube nearby the 15-depth marker. Therefore, the investigation is confirmed for the reported catheter fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2019, a patient underwent a port placement procedure using the titanium implantable port. Five years, nine months and eight days post procedure, the catheter allegedly found fractured prior to explanation. There was no reported patient injury.

Event description:
On (B)(6) 2019, a patient underwent a port placement procedure using the titanium implantable port. Five years, 9 months and eight days post procedure, the catheter allegedly found fractured prior to explanation. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.